Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. The CAPA number is (B)(4). The pump will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
On (B)(6) 2009, it was discovered that the stop key on phm channel b of a colleague triple channel volumetric infusion pump is intermittent. The failure occurred during service. There is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.